Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in a disconnected mode and orders were not crossing over. A technical support specialist (tss) remotely connected to the device and verified that the station was communicating correctly. No recent variations in change tracking were identified and follow up confirmation indicated that no further issues were reported. The case was subsequently closed. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on a disconnected mode and orders were not crossing over. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. The customer rebooted the station; however, the issue persisted. There were no adverse events or injuries reported based on this event.